Event description:
Dexcom was made aware on 12/09/2024, that on 11/25/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 11/25/2024, it was reported that the patient experienced pain, redness, pustules, and infection under entire patch area. The patient went alone to the urgent care due pain and skin reaction. He was prescribed cephalexin 500mg for 7 days (2x a day). On (B)(6) 2024, the patient went to the emergency room at because the infected area started oozing and had to be drained of 20ml of pus. He said that the skin reaction spread over the whole area and tracked all the way around the bicep. He was prescribed doxycycline 100mg for 5 days (2x a day). On (B)(6) 2024, he went again to the ER due to adverse reaction with doxycycline. He mentioned experiencing abdominal pains and vomiting for several hours. He was prescribed to take cephalexin 500mg for 7 days (2x a day). As for the site condition, there is a lump under the skin. The patient will have a follow up checkup upon his return from vacation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.